Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the mesh was incomplete. The event occurred at a cadaver skin bank with no patient involvement and not during a surgical procedure, therefore, no harm or delay in any surgical procedure. No adverse events were reported as a result of this malfunction.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2020, it was reported that the mesh was incomplete. The customer returned a skin graft mesher device, serial number (B)(6) , for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6) , and a 2:1 ratio cutter, serial number (B)(6) , for evaluation. Product review of the skin graft mesher on january 22, 2020 revealed that the calibration was out of specification but produced a passing sample mesh. The roller gear had visible wear. The 1.5:1 ratio cutter, serial number (B)(6) produced an incomplete mesh and was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(6) produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2020 which included replacement of the roller gear, shoulder bolt, and cap nut. Skin graft mesher, serial number (B)(6) , was then tested and functioned properly. It was repaired, inspected and tested. Based on the information provided, the root cause of the reported event was due to the use of a damaged cutter. The zimmer skin graft mesher instruction manual notes that a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher.